Manufacturer narrative:
The lens was returned and the visual inspection found the lens in two pieces. The optic has been cut in half. One haptic is torn off and missing. The other haptic is bent. Due to the condition of the device received, functional testing was not possible. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. The exact cause of the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed intraoperatively from the patient's right eye due to the broken "elbow" of the trailing haptic. The incision was enlarged to remove the lens and a backup lens was implanted successfully. According to the surgeon, "forceps/handling" was the likely cause of the event and the prognosis was reported as "good and well".